Event description:
Pt was receiving drain complication in drain 0 and saw "a good amount of fibrin" in his pt line. He stated he "has already seen and spoken to nurse." He did receive medication and performed exchanges at the clinic. During follow up with pt's dialysis facility it was learned the pt has an "infection" and is not on hemodialysis. The cause of the "infection" is not known. A search was performed of the complaint database and no leaks during treatment were found.

Manufacturer narrative:
This is part of a system level review. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data info regarding the reported adverse event this peritoneal dialysis patient has experienced. A supplemental medwatch report will be submitted upon completion of the investigation. Related complains: 8030665-2013-00676, 2937457-2013-00353, 1713747-2013-00073.